Event description:
It was reported that the ilet screen was found cracked after a nap, rendering the device unusable and preventing unlocking, while blood glucose control was reportedly unaffected. Symptoms included no injury. Outcomes included interruption of device use requiring replacement. Investigation included user support and arrangement for return of the damaged device for evaluation. Investigation of this case revealed that a physical screen failure occurred, consistent with a cracked or delaminated display. It was concluded that the event involved a hardware screen damage with no associated alerts or alarms.